Event description:
It was reported that the stenoscope system had image appear up side down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced during the service call.